Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no reported adverse impact. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.